Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Mother of pediatric patient reported that the unit cuff was leaking. The leak had resulted in the tracheostomy tube to be in a lopsided position. This was discovered by the mother of the patient who noticed the volume dropping and checked the circuit. No issues with the circuit were observed; therefore she performed an emergent tracheostomy tube change. No permanent adverse health outcome resulted from this event.